Manufacturer narrative:
The device was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. The reported patient effect of tissue damage as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the available information the challenging patient anatomy appears to have contributed to the reported tissue damage. Although a conclusive cause for the reported patient effect of tissue damage and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report tissue damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The patient had severe mitral annulus calcification. The clip delivery system (cds) was advanced to the mitral valve and the clip was implanted without issues. However, a posterior leaflet tear was observed and mr returned to 4+. Two more clips were implanted, reducing mr to 3. No additional information was provided.